Event description:
It was reported that the inside of a patient's mouth was burned after coming into contact with a handpiece which reportedly overheated. A blister developed as a result, though no medical intervention was required to treat the affected area.

Manufacturer narrative:
Device evaluation results indicate that no issue was found with the unit under normal operating condition. However, because there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it must be presumed that recurrence of the alleged malfunction is likely to result in a serious injury. The device was returned and partially evaluated, though the full evaluation is not complete as of this report. Evaluation results will be submitted upon completion.